Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hcp that one of their customers passed away in an unknown location due to the pump. The caller stated that they were calling regarding 4 customers using the 670 g pump who had malfunctions. One of the customer passed away. The cause of death was unknown. The caller stated that they had been calling but had not received a call back. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death, and if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller was contacted but was not reached. The caller had filed a complaint with the FDA. It is unknown if the caller would return the insulin pump for analysis. Frn- model unknown ¿ reservoir.